Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: evaluation revealed that the battery compartment is cracked above the bumper pad. The battery cap is difficult to remove. Threads on battery cap are damage. No damage found to threads in battery compartment. Test able to attach securely and was removed without difficulty.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.